Event description:
It was reported that while testing the core universal driver it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that while testing the core universal driver it continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Updated to reflect the client indicated that they found the handpiece was working fine and would not be sending it in for further evaluation the device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The client indicated that they found the handpiece was working fine and would not be sending it in for further evaluation.

Manufacturer narrative:
Evaluation will begin upon receipt.